Manufacturer narrative:
Device was used for treatment, not diagnosis. Although requested, additional information regarding this event was not available for reporting. This report is for an unknown quantity of unknown cervical spine locking screws. Part and lot numbers were not available for reporting. Other number¿UDI: unknown part number, UDI is unavailable. The subject device(s) is not expected to be returned to the synthes manufacturer for evaluation. (B)(6). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient may be having an allergic reaction to unknown 3-level cervical spine locking plate (cslp) hardware. There was no additional procedural or patient information available. This report is for an unknown quantity of unknown cervical spine locking screws. This report is 2 of 2 for (B)(4).